Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the device distal cover. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the observed burn on the distal cap could not be determined, however, the issue was likely the result of a high energy endotherapy accessories used without ensuring a sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.